Event description:
Pump reported to be set at 28 ml/hr with a buretrol filled to 60 mls. After the pump display showed 60 mls had been delivered, 5 mls remained in the buretrol. This occurred twice with this pump. The nurse expressed concern on the note that the 15 lb. Pt needed the fluid amount. No add'l clinical info was able to be obtained. No pt injury was reported.